Event description:
Intraoperative, the tip of the instrument broke off. The surgeon was able to find the piece but we would like to see if there is any reporting needing to be done for this issue. A safety report was completed at the hospital.